Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 40 e x3 liner. The following other hip devices were also listed in this report: unknown universal biolox head; unknown; +0 biolox sleeve. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was discarded at the hospital and was not returned to the manufacturer. Additional information was requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that stage 1 antibiotic spacer. Patient was still infected.

Manufacturer narrative:
An event regarding infection, instability and dislocations involving an unknown liner was reported. The event was confirmed. The device was not returned for evaluation. A review indicated this complicated, multiply revised total hip arthroplasty is the result of a joint infection and not related to factors of faulty prosthetic design, manufacturing, or materials. A device history review and chr could not be performed as the device was not properly identified. It is likely the dislocation and instability are secondary to an infected joint, the devices are needed for further evaluation. However, review of the provided information indicates the event is not device related.

Event description:
It was reported that second stage revision performed, antibiotic spacer removed. Patient was still infected, hip unstable and dislocating.